Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair case, the expressew iii autocapture + suture passer failed. The needle was getting stuck and not retracting back into the gun. The complaint device was received and evaluated. Visual observations reveals that the device is worn. The device is constantly used since the gun showed marks. There was slight resistance noted in the trigger when operated. In addition, when trying to load the needle into the device, it was identified that the shaft of the gun was jammed; therefore, the functional test could not be performed. The analysis provide evidence of operational failure, this complaint can be confirmed. This device is required to be thoroughly cleaned and properly lubricated/ milked to avoid friction during deployment. The possible root cause for the stuck issue can be related could be an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure, it was observed that the expressew iii autocapture + suture passer failed. According to the reporter, the needle was getting stuck and not retracting back into the gun. Another device was used to complete the procedure without delay. No patient consequences or surgical delay reported. During in-house engineering evaluation, it was determined when trying to load the needle into the device, it was identified that the shaft of the gun was jammed. There were no patient consequences reported.